Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspect pump was returned for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The device was visually inspected. Functional testing was performed. The multiple problems verified from alarm history and the device fails the plunger travel test. The battery not working due to defective interconnect pcb, motor was not running, force sensor test was failed due to bad or damaged force sensor or force sensor head to be noted. The allegation made by the complainant was confirmed. The motor, interconnect pcb and plunger case were replaced. The device passed all functional testing after repair.

Event description:
It was reported that there were multiple errors and it does not load. Per reporter, there was no patient involvement and harm reported. Evaluation of the returned device was failed during plunger travel test due to bad or damaged force sensor.